Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h12f14129 and h12e19047 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced a stomach infection and was hospitalized on the same day for the event. The nurse clarified the infection in the stomach was peritonitis. The cause of the peritonitis was unknown. The patient was treated with vancomycin for the event. On (B)(6) 2012, the patient was discharged from the hospital. The patient was retrained. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.